Event description:
Complainant alleged that while attempting to monitor a pt during transport, the device shut down intermittently. Additionally, when the clinicians powered up the device in monitor mode, it switched settings on its own. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.